Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with elevated blood glucose levels and ketones, and went to the emergency room for diabetic ketoacidosis (dka). While in the emergency room, the customer was treated with intravenous insulin. During the call, it was determined that the customer was using humalog for 3 days, instead of the recommended 2 days. The customer was advised about labeling.